Event description:
The customer reported that the x-ray switch would not release upon command. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The mainframe x-ray switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.